Manufacturer narrative:
H6: updated codes based on the results of the investigation. Investigation summary: data review: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. Device analysis: the console was tested. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.

Manufacturer narrative:
The reported event did not involve patient use. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller was experiencing performance issues requiring servicing.